Event description:
It was reported by the rep the device was used during a low anterior resection. It was reported a cdh33 was used to anastomose colon after removal of 12 inch section of sigmoid colon. Had two good tissue donuts verified by rep and tech. Surgeon verified with sigmoidoscope that the anastomosis was intact and used air and water to check for leakage. Checked ok. Within a couple days the pt returned with unspecified problems. The surgeon opened to find that the anastomosis failed at approx 1/8th of the circumference, 7/8th's was intact. The pt received a colostomy and is recovering. 5/18/1999 md responded to this writer's no contact letter. He stated that he had "not used this particular device before", and therefore did not have a feel for an abnormal firing. When he fired instrument he obtained donuts that were "complete" and "intact". The md stated the tissue areas was not under any undue tension, and was well vascularized. Eight days later the pt developed an anastomotic dehiscence. The md stated that at the 9 o'clock position (posterior view), he observed uniformed staples. The pt then developed peritonitis which required a colostomy. The pt will require another operation to take down the colostomy in 4-6 months.